Manufacturer narrative:
Product information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the entitled co2 is inoperable. When the user plugged it in, the parameter will not activate. The user verified the connection was tight, but parameter still would not show. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.